Event description:
The canister was properly sealed, but would not maintain 25 in hg during set up check.

Manufacturer narrative:
Technical eval: the unit lid was properly engaged and when tested attained a maximum vacuum of -12.5 in hg. Close inspection revealed the canister lip had a crack. Conclusion: the incident is confirmed as reported. This MDR is being filed as part of the remediation action take as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.